Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was still on the cap and was slightly moved forward. During technical analysis the clip could be applied without any problems. All components were inspected and no deviation from product specification could be detected. Due to the large amount of tissue mobilized into the cap, the view of the white application ring was limited. Additionally, the large amount of tissue possibly caused an increased counterpressure on the target tissue, which, together with the anatomically determined, curved endoscope, led to the increased thread tension described. Due to the resulting haptic impression on the hand wheel, the user incorrectly assumed that the clip had already been deployed when he performed the resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used to treat an adenoma in the right flexure. The user turned the hand wheel and due to the resulting haptic impression on the handwheel, the user mistakenly assumed that the clip had already been deployed when he performed the resection. The resulting perforation was closed with a clip within the same procedure.